Event description:
It was reported that the pump of this inflatable penile prosthesis would not cycle properly; extensive troubleshooting was performed in-ciinic and in the operating room to no avail. The device was explanted and replaced. No patient complications were reported.